Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, the implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. Additional attorney of the patient: (B)(6). Surgeon: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit mesh device was implanted on (B)(6) 2017. As per reported by the patient's attorney, as a result of the implantation, the patient claims to have suffered severe physical pain, further urinary problems, and infections. The patient also suffered mental anguish, physical impairment, and medical care expenses. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Additional information: blocks a2, b5, h6. Block b3 date of event: date of event was approximated to (B)(6) 2017, the implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. Additional attorney of the patient: (B)(6). Surgeon: (B)(6). Block h6: patient codes e2401, e2331, e2330, e1906, f1905 capture the reportable event of physical impairment, severe physical pain, further urinary problems, infections and sling revision surgery. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit mesh device was implanted on (B)(6) 2017. As per reported by the patient's attorney, as a result of the implantation, the patient claims to have suffered severe physical pain, further urinary problems, and infections. The patient also suffered mental anguish, physical impairment, and medical care expenses. Boston scientific has been unable to obtain additional information regarding the event to date. Additional information received on 14jan2022. It was reported that the patient had been diagnosed with uterovaginal prolapse, cystocele, rectocele, and intrinsic sphincter dysfunction. On (B)(6) 2017, she underwent a total vaginal hysterectomy, uterosacral ligament fixation and a sling insertion and cystoscopy procedure. A sling revision surgery was performed on (B)(6) 2107 due to mechanical obstruction the mesh device and urinary urgency. During the procedure, the anterior vaginal wall sutures overlying the sling were removed and the sling was identified and cut in the midline. Patient was in stable condition following the procedure.